Manufacturer narrative:
Continuation of d10: product ID 3998, lot# j0527051v, implanted: (B)(6) 2005, product type lead. Product ID 3708260, serial# (B)(6), implanted: (B)(6) 2010, product type extension. Product ID 3708140, serial# (B)(6), implanted: (B)(6) 2010, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the hospital had possession of the device, and the revision was to be scheduled.

Event description:
Additional information was received, it was reported the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 3998, lot# j0527051v, implanted: (B)(6) 2005, product type: lead. Product ID: 3708260, serial# (B)(6), implanted: (B)(6) 2010, product type: extension. Product ID: 3708140, serial# (B)(6), implanted: (B)(6) 2010, product type: extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3998 lot# j0527051v, implanted: (B)(6) 2005, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Manufacturer representative (rep) reported patient's ins was interrogated in pre-operation and was found to have high impedances on every contact. Rep spoke with healthcare provider (hcp) prior to entering operating room (or) and while in or they hooked up to the new ins and there continued to be high impedances on every contact. Hcp will implant new ins and revise leads next week.